Event description:
Consumer stated that her daughter was using the crayola kids timer toothbrush and the bristles came out in her mouth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.